Manufacturer narrative:
Part number for the class iii device (pro-disc implant). (B)(4). A manufacturing investigation action was conducted/performed: part number 09.820.035s prodisc-c implant medium deep 5mm-sterile, lot # 6193655 has been received with post manufacturing damage consisting of scratches, nicks, dents and deformation of part. There were no issues identified that pertained to the complaint condition; part number 09.820.035s had cosmetic damage/deformation that is consistent with use and removal of device. Per complaint description ¿no reported product problem¿, no issues were found with the device; it is for this reason that no further investigation is required and the disposition of this evaluation is unconfirmed. An internal product developement review was performed. The investigation of the complaint articles has shown that: there is no evidence of device failure or malfunction that warrants further actions and no new risks can be identified. The implant components show signs of wear commonly observed in metal-on-pe articulations in total joint replacements. There is damage present on the inferior endplate and the polyethylene inlay, all consistent with tool marks and surgical removal technique. Bone remnants are present on the superior and inferior endplates. No new risks, user needs, or updates to the product development evaluation for complaint (B)(4) have been identified as a result of the condition of the device. As such no further action is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event: unknown. Implanted estimated three years ago. Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: DHR for part #09.820.035s, lot #6193655, indicate that the reported product was manufactured at the brandywine manufacturing facility on 07/30/2009 in accordance with all established requirements and found to meet all specified requirements with not nonconformities reported. The lot completed subsequent packaging, labeling, and sterilization on 08/14/2009 with an expiration date of 07/2011 with no nonconformities reported. Device history records for the report lot also indicate that the (2) of the original (30) piece lot were relabeled on 7/22/2011 with an expiration date of 07/2013. There are no indications that the re-labeling of the product lot is relevant to the complaint condition reported as adverse event: there was no reported product problem. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Consultant reported that patient had a prodisc implanted estimated three years ago at the c5-c6 level by dr (B)(6). Patient presented with a few months history of increasing left sided nick pain, balance issues, with tingling and numbness in her hands. Imaging on an unknown date showed compression of the spinal cord at c5-c6 from bony overgrowth around the artificial disc level. During revision surgery on (B)(6) 2015, prodisc poly inlay with end plates were successfully burred out and patient was re-fused with a competitors compression 16mm plate and four screws. Revision surgery was completed successfully. Surgery extended or time due to removal of implant of was 15 minutes. This report is 1 of 1 for (B)(4).